Event description:
Pt admitted to hospital for removal and replacement of bilateral ruptured breast and total capulectomies. Mammography confirmed rupture of breast implants. The pt had pain and discomfort with deformity in both breasts. The surgical procedure revealed free silicone present in both breast pockets. Unknown date of original implant placement and unknown name of manufacturer.